Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy of more than 30 units compared to the caller¿s expected fill estimate. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed caller to call back for troubleshooting if they experienced an active fill estimate issue, and the caller acknowledged this advice.